Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The c-arm boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator fault error message. No patient injury was reported.